Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: component code - from tube (525) to imager (841). Medical device problem code - from failure to clean adequately (4048) to device reprocessing problem (1091). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the reportable malfunction was reproduced the type of foreign material was unable to be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Additionally, there was no deformation found at the location of the foreign material. Therefore, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had a white foreign matter inside the jet channel unit. There were no reports of patient involvement.